Event description:
It was reported that the customer is hospitalized. It was stated that it was non diabetes related and no details were given. It is stated that the meter is not functioning even with a new battery. Blood glucose is unknown. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.